Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising pacing thresholds that had reached a high range, causing the cardiac resynchronization therapy defibrillator (crt-d) battery to deplete prematurely. The crt-d and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.